Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.6. Hardware: iphone17.4. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention at the emergency room with hyperglycaemia on (B)(6) 2026. The patient¿s blood glucose rose to 275 mg/dl while wearing the pod between 4 and 24 hours. The patient reported that the pod was leaking insulin. The patient reported vomiting as a symptom. The patient was treated with fluids and had glucose monitoring and a full blood panel (values from these tests were not provided). The patient was released after 3 hours, later the same day.